Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered severe pelvic pain, swelling, cramping, numbness, worsened incontinence, vaginal and rectal spasms, mrsa, pyoderma, gangrenosa, an abdominal hernia, and nerve damage since mesh implantation. No further information has been provided.